Event description:
A patient reported experiencing inaccurate results with a fasttake meter. The patient's blood glucose results were 275mg/dl, 100mg/dl. Tests were done within 10 minutes with a difference of 83%. Patient did not experience any adverse events. No further information has been reported. Note: customer has been applying blood incorrectly during tests.